Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported the patient faced a blockage at site and site was patient's abdomen and arm. No further information was available